Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that the stent was damaged; the first proximal row of stent struts were pushed, lifted and twisted distally. Stent damage most likely occurred during advancing attempts to cross a calcified and tortuous lesion. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination found a mid-shaft kink at 26mm proximal of the port bond. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-oct-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-occluded, 25x27.5mm, eccentric, de novo, with a >=90 degree bend target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). Following predilation, a 2.75x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.